Event description:
Boston scientific received information that this pacemaker displayed high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2500 ohms. The lead fracture was not identified with an x-ray or fluoroscopy. The device was explanted and will not be returned for analysis as it was placed in biohazard. A new device was implanted in its place. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.